Manufacturer narrative:
(B)(4).

Event description:
It was reported that the healthcare provider (hcp) programmed a drug change and for the new drug entered 8 mg/day daily dose value instead of the desired 0.5mg/day. Drugs delivered via the device were fentanyl (old 10mcg/ml, 8mcg/day) and hydromorphone (new, 2mg/ml, 0.5mg/day). The hcp later noticed that this dose for the new drug was incorrect. With the bridge bolus at 8 mg/day, an increase in flow rate occurred. At the dose that the hcp wanted i.e. 0.5 mg/day the flow rate would decrease from the previous drug, so a different pump tubing volume had to be used for the bridge bolus. Per calculations the new bridge bolus was 0.209 catheter volume + 0.199 pump tubing volume. It was further noted that 1.5 hours had passed since original incorrect bridge bolus. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Physician programmer model 8840, serial# unk; catheter model 8711, serial# (B)(4), implanted: 2010 (B)(6), explanted: unk; catheter model 8709, serial# (B)(4), implanted: 2010 (B)(6), explanted: unk. (B)(4).